Event description:
The customer stated that they had questionable results for an unspecified number of patient samples tested for vanc2 vancomycin on a cobas 6000 c (501) module. The customer provided data for one patient sample which had an erroneous vanc2 result that was reported outside of the laboratory. A first sample was collected from the patient and this resulted with a vanc2 value of 0.0 ug/ml. The customer re-centrifuged this first sample and repeated it, resulting with a vanc2 value of 0.0 ug/ml. The customer then requested a second sample to be collected from the patient. The second sample initially resulted with a vanc2 value of 0.0 ug/ml. This sample was then re-centrifuged and repeated, resulting with a vanc2 value of 0.0 ug/ml. The customer reported a value of less than 1.7 ug/ml outside of the laboratory to the floor. This second sample was repeated on (B)(6) 2018, resulting with a value of 17.9 ug/ml. The value of 17.9 ug/ml was believed to be correct and this value fit the clinical picture of the patient. No adverse events were alleged to have occurred with the patient. The c 501 analyzer serial number is (B)(4). The field service engineer determined that the issue was related to the reagent pack that was used. The customer changed the reagent pack. The customer calibrated the new pack, and then ran controls. The customer had no further issues after doing this. The engineer checked the analyzer and adjusted the rinse water level in the cuvettes. The customer performed maintenance on the analyzer, including replacing the cells and lamp. The engineer verified operation of the analyzer and ran precision studies. The customer ran controls and verified these results.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.